Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock due to supraventricular tachycardia. During a follow-up, the device was being interrogated when a yellow screen appeared on the programmer and the telemetry was lost. Attempts to re-interrogate by changing to a different programmer were unsuccessful. A magnet reset was done, and the device was successfully interrogated. The device was reprogrammed, and the arrhythmia is to be controlled with pharmacotherapy. There were no adverse patient effects. The system remains implanted.